Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced discomfort due to the ipg pocket being superficial. As a result, surgical intervention was scheduled as the next course of action. Follow-up identified the procedure took place on (B)(6) 2016 during which time the original ipg pocket was revised to a slightly lower position on the patient's right side. The issue is resolved.